Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, while defining pca in a cori assisted procedure, the femur mesh got inverted when using the real intelligence cori. It was tried to correct the femur position manually but it did not work. Case was abandoned after trying four to five times and then initiated as a fresh case. Surgery was completed without significant delays with the same device. Patient was not harmed.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, (B)(6), used for treatment was not returned for evaluation. A visual and functional evaluation could not be performed, and the reported problem could not be confirmed visually or functionally. A log file and screenshot review were performed, and the reported problem was confirmed, the surgeon was able to continue with a femur rotational axis above 90 degrees (177 degrees). In the navio logs at 2022-08-29-12:20:32, it states ¿femoral atlas data not available in procedure manager: no data has been set yet!¿. The most likely cause of this issue is associated with a software bug. Cori-v1.4.3 has been validated on pp-181 rev d. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.